Event description:
It was further reported that during the index procedure, pre-dilatation was performed using apex balloon 2.0 x 15 mm with 3 inflations and a maximum pressure of 14 atm. The resulting stenosis was 100%. Further balloon angioplasty was performed using 2.0 x 12 mm, 1.5 x 12 mm and 2.5 x 20 mm apex balloon. The resulting stenosis was 0%. At the time of the event, the patient presented with typical exertional chest pressure. Stress test was positive for ischemia. Subsequently the patient was diagnosed as unstable angina, the culprit lesion was in mid rca as a larger amount of myocardium was served by this vessel. The non-target lesion mid rca was treated with 1.5 x 12 mm apex balloon resulting in 90 % stenosis. Again a balloon angioplasty was performed using 3.5 x 15 mm non bsc balloon catheter and resulting stenosis was 0%. The event was considered as resolved without residual effects.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6). Same case as 2134265-2012-02521; 2134265-2012-02522; 2134265-2012-02524. It was reported that following a coronary artery treatment procedure the patient experienced a stent thrombosis. The target lesion was a denovo lesion located in the 2nd obtuse marginal with 100% stenosis and was 135 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of four (2.50 x 32 mm, 2.75 x 38 mm, 2.75 x 32 mm, 3.00 x 38 mm) taxus liberte stents. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient was diagnosed for stent thrombosis and hospitalized on the same day. The event was considered as resolved without residual effects and discharged on the same day.